Event description:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a varipulse catheter, and the patient experienced a stroke. A case was completed on wednesday on (B)(6) 2025 and the case was uneventful. On (B)(6) 2025, the bwi representative was called and told the patient had a cerebrovascular accident (cva)/stroke event. This was a new procedure/first time persistent afib ablation. Pre-ablation thrombus check was performed. The left atrial appendage was cleared with intracardiac echocardiogram prior to going transseptal and the patient¿s anticoagulation therapy (eliquis) was not interrupted for ablation procedure. Prior to going transeptal while waiting for activated clotting time (act) level after initial heparin bolus, act came back subtherapeutic and intravenous line was then flushed to ensure heparin had been bolused into blood stream and act was rechecked. During that time, the physician noticed some thrombus on the transseptal wire while in the right atrium. The physician pulled the clot out with the transseptal wire. The wire and sheath were removed, cleaned and sheath flushed ensuring no thrombus remained. Once act was greater than 350 seconds, the wire and sheath were re-inserted and proceeded to go transeptal with baylis versacross wire. The initial act was unknown, but greater than 350 seconds prior to transeptal and maintained throughout entire case. No other thrombus was noted once transseptal was performed and throughout the procedure. One transseptal puncture was performed during the procedure. Six catheter exchanges, fast anatomical mapping with pentaray was done first, then varipulse ablation, then pentaray to map atypical flutter, then varipulse for additional ablations, then pentaray again to post volt, then varipulse again for a few additional ablations, lastly pentaray for the to confirm vein isolation and posterior wall. There were 28 pulse field ablation (pfa) therapy applications, of which 26 were completed and two were incomplete. Ablation was performed outside of the pulmonary vein isolation, on the posterior wall isolation, exact number of ablations in each area is unknown. The patient¿s rhythm during ablation was afib. There was no evidence of char during the procedure. No excessive impedance errors noted during the case. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation, 4 ml/min was maintained for veins and entire case and flow was increased to 30 ml/min for posterior wall ablations. Radiofrequency was used to treat the atypical flutter. The adverse event was discovered post use of bwi products. Symptoms were noticed immediately post-op. The visual change symptoms were noticed at discharge by family. Patient was readmitted to emergency room for stroke work-up the following day after symptoms persisted of double vision, ataxia and coordination issues. The intervention provided was hospitalization for observation, neurology consultation, and brain scans. Computed tomography (CT) scan was negative, MRI was positive for a few lesions. The stroke was observed three days later. Per the physician, the findings from the brain scans/magnetic resonance imaging showed bilateral strokes and occipital lesions with some other lesions elsewhere in the brain. The patient required extended hospitalization because of stroke symptoms. The physician¿s opinion on the cause of this adverse event was pfa ablation. The patient had unique anatomy, a very prominent spine that made an impression on the posterior wall (pw) of the left atrium, which made it difficult to isolate the pw, therefore, the patient needed more ablation on the pw because it was hard to reach it. The patient¿s condition was improved as of on (B)(6) 2025, and neurology stated they should resolve.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. It was confirmed that patient was treated for persistent afib (psaf). The safety and efficacy of the varipulse¿ catheter when used with a trupulse¿ generator has been determined in the admire and inspire trials in the treatment of subjects with symptomatic paroxysmal atrial fibrillation (paf). The safety and efficacy of their use in the treatment of other arrhythmias have not been established. It was confirmed that ablation was performed outside pulmonary veins (posterior wall was isolated). The use of the varipulse¿ ablation catheter for ablations beyond pulmonary vein isolation may be linked to the higher-than-anticipated incidence of peri-procedural stroke or transient ischemic attack (tia). In 70% of the cases of stroke or tia reported to bwi world-wide, patients received ablations outside the pulmonary veins. The safety and effective use of this device outside of the pulmonary veins for the treatment of atrial fibrillation has not been clinically established and may increase the risk of patient injury. Internal actions are being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc, or its employees that the report constitutes an admission that the product, biosense webster inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Correction to the initial report as the following fields were left blank: 7. Remedial action initiated type. 9. FDA correction/ removal reporting no. Both fields have been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
During an internal review on 15-sep-2025, it was noted that the investigation finding code of usage problem identified (c23) and investigation conclusion code of cause traced to user (d11) were inadvertently reported on 3500a initial report. Please consider these codes as removed. Therefore, h 6. Investigation conclusions and h 6. Investigation findings fields have been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).